Event description:
A malfunction alarm coded as malf 13 was reported, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.